Event description:
Reported that pre use checks were carried out and the unit functioned normally. However, the unit failed to operate when used in ambulance. The patient was ventilated with a bag valve mask for the entire transport and was reported not to have been harmed smi field service engineer visited the hospital 04/2006 to function test the ventilator. While there he was there he was shown a copy of the incident report which explained in more detail what had happened: the ventilator was used for three breaths on the patient, but when there was no noticeable rising of the patient's chest, a bag valve mask was used while the ventilator was tested on a test lung. The test lung showed the ventilator to be functioning normally, so again the patient was connected to the ventilator, but as before, there was no noticeable rising of the patient's chest. Hence the patient was ventilated on a bag valve mask for the entire transport.